Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator experienced pressure alarms during two consecutive hemodialysis treatments on the same day. Each treatment was terminated without rinseback, resulting in a 420cc blood loss. No medical intervention was required.

Manufacturer narrative:
Analysis of cycler treatment log files indicate that the pressure alarms were most likely caused by inadequate blood flow. The facility reports that the pt has ongoing vascular access problems with a catheter that can be positional. The facility also reports that the pt has chosen not to have the catheter replaced at this time and will discontinue hemodialysis therapy altogether if the access loses patency. The cycler appropriately alarmed. There is no evidence of a device malfunction.the user's guide provides adequate instructions for troubleshooting alarms. The user's guide states that rinseback should be promptly performed in the event of an unrecoverable alarm. A direct correlation between the nxstage system one and reported blood loss cannot be established. Nxstage medical considers this report closed.